Manufacturer narrative:
Add'l lot number: mci-414-09-e021j95h. Following a review of the device history record for the lot number 89020-mci-414-09-e020j95h and 89020-mci-414-09-e021j95h it was determined that all processes and test criteria are within the medpor implant finished product specification. Contraindications listed in the medpor instructions for use state that "tissue irradiated in cancer therapy has been compromised, using medpor implants in these areas may be problematic." This instructions for use accompanies each medpor implant sold into commerce.

Event description:
The physician assistant stated that the pt received a medpor cranial implant in (B) (6) of 2009. The physician assistant stated that "the pt did not start radiation, but rather oral thalidomide and dexamethasone at two weeks post cranial implant and continues to take these medications". The pa reported that the pt developed an infection and the implant was removed in (B) (6) of 2010. The pa stated that the implant was sent to a laboratory and the findings was "staph aureus".